Manufacturer narrative:
Device evaluation: one tracheostomy was returned for evaluation. Visual inspection of the device found white particles inside the cuff. The unit was inflated with 5cc of air in order to see if there was any problem to inflate the cuff. When inflating the unit, it was seen that pilot balloon inflated but all air was stuck in it. According to the IFU the balloon was manipulated and the whole cuff inflated. After the whole cuff inflated, it was tried to deflate it but it was difficult. After the cuff was deflated, it was inflated again with 5cc of air. During the inflation, it was seen that the air passed through the inflation line slowly and when it was tried to deflate the cuff it was difficult to do it. The inflation line was visually inspected to see if it is blocked. During the visual inspection, it was seen that the line was blocked by a white substance. Then the cuff was burst and it was used a syringe to pass air through the inflation line. When the air was passing through the inflation line a small particle came off from the inflation line. After, it was passed air again through the inflation line. This time the air did not stuck in the inflation line, the air passed without difficult. The reported customer complaint was confirmed. And while no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical portex bivona tts cuffed pediatric with v neck flange tracheostomy tube cuff balloon would not inflate while in use with a nicu patient. Subsequently, a tracheostomy change out was required. There were no adverse patient effects.